Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that anisomastia code was added per clinician review since the breast did not appear full. Surgical intervention code applies. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the doctor did not find a rupture on the implant. She said it was just deflated so the doctor could add more saline and re-inserted the implant on (B)(6) 2019. Per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this device was used off label. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the healthcare professional confirmed that there was no deflation and the implant was intact. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/25/2019, mentor became aware that the code anisomastia has been removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast implantation of unknown type with a mentor smooth round moderate plus profile 325cc and experienced right saline deflation. As a result, the patient will undergo explantation on (B)(6) 2019.